Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported crack in reservoir area, top of tubing area when insulin pump was dropped. Customer reported the whole circumference is broken off. Customer reported the location of damage was reservoir compartment. The insulin pump will be returned for analysis.